Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10april2019. The customer troubleshot with technical support and found that the ventilator turns on, ventilates but the display is black and that either the battery is bad, or the power supply is not seeing it / charging it / or operating on it. The customer declined service/repair of the device and stated that the ventilator would be taken out of service.

Event description:
It was reported that the ventilator had no display. No patient involvement. Event date not specified, estimate used.